Event description:
The customer reported that the companion 2 driver exhibited "left pressure incorrect" alarms while supporting a pt. The customer also reported that the left drive pressure was increased in an effort to remedy the alarm, but these actions did not resolve the issue. The pt was subsequently switched to a backup driver without adverse impact. The companion 2 driver was returned to syncardia for evaluation. Review of the electronic pt file revealed multiple "left pressure incorrect" alarms. The customer reported issue was duplicated in the lab at syncardia. Performance testing determined that the root cause of the "left pressure incorrect" alarms was that the delrin seat in the pressure regulator was worn and was not making an airtight seal. The left pressure regulator was replaced, and the companion 2 driver passed all final performance testing.

Manufacturer narrative:
This failure mode posed a low risk to the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.